Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that device 'didn't work.' Patient(pt) was implanted with chronic lead/ins--the caller did not know that. It is very unclear if the 'didn't work' was related to the trial or the permanent system as the caller states the pt was confused and didn't know if they had anything in their body (this is the reason for the flag). The caller went on to say that they did imaging of the pt and the images showed no implanted components. It is unclear when the system was explanted and why. Additional information was received from a healthcare professional (hcp). The hcp reported that when asked to clarify the device not working they said that the patient had a mixed response and complained of significant pain. The issue was not caused by normal battery depletion. The device was removed on (B)(6) 2017.